Event description:
It was reported that the user was unable to proceed during a meal announcement and the ilet stopped dosing, after which the user attempted to connect a continuous glucose monitor (cgm) but was unsure if a sensor had been started; support walked the user through dexcom g7 sensor placement and pairing and later clarified that the three dashes indicated the sensor was in warm-up and not yet providing glucose values. No reported symptoms. Outcomes included temporary interruption of automated dosing and user confusion that required education. Investigation included remote troubleshooting and user education on cgm sensor application, pairing, and warm-up expectations. Investigation of this case revealed that dosing stopped because the system lacked a valid cgm input, and resolution occurred after user education and correct sensor placement and pairing, indicating device performance was dependent on proper cgm setup rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and use of device outside intended operating conditions.